Event description:
Found during routine testing. The customer called to report the device was displaying the service indicator. When physio-control evaluated the device, fault codes related to intermittent power resets were logged into device memory. There was no patient associated with the report.

Manufacturer narrative:
Physio-control replaced the power pcb and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.